Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the lemo connector and the interconnect cable. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up outside of a procedure. No patient injury was reported.